Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
Patient underwent surgery for right hip on (B)(6) 2014 and post op surgery it was reported complication regarding dislocation for acetabular component. Revision surgery was performed on (B)(6) 2014.tm acetabular revision shell is the tmt designed controlled device.